Event description:
It was reported by service report that the left siderail was stuck down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result, other: sticky substance on siderail glide pins. Issue was resolved for the customer by cleaning sticky substance from glide pins and lubed glide pins.